Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 586 mg/dl. It also stated that the insulin pump was dropped and battery compartment was broken and pieces were missing. The customer treated high blood glucose with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had broken battery tube threads. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).